Event description:
It was reported that a leak at the needleless connector occurred during vasopril syringe (20 ml) infusion. The connector was attached to microbore tubing. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak at the needleless connector was not confirmed. No anomalies were observed during visual inspection. Functional testing was performed; no leaking was observed. The root cause of the reported leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
It was reported that a leak at the needleless connector occurred. The connector was attached to syringe module tubing. No patient harm was reported.